Manufacturer narrative:
D9: (B)(6) 2023. One device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not broken. Review of the event history log (ehl) showed primary audible alarm post and acu watchdog failure. The device was powered on and an audio test was performed and the reported issue was not duplicated. The pump was functionally tested and no evidence of a hardware issue that could contribute to the reported primary audible alarm was found. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had a history of primary audible alarms and watchdog alarms even after software update, the pump still "failed". It is unknown if there was patient involvement, no adverse patient effects were reported.